Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery when attempting a bolus. The blood glucose reading was 472 mg/dl. The infusion set was removed and the cannula was bent. The customer declined troubleshooting for high blood glucose. The customer was advised on insertion techniques to avoid bent cannulas. The insulin pump was not returned or replaced.